Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered the following morning after treatment on the liberty select cycler. Fluid was all over the patient's floor. No alarms or warnings were received prior to or after the reported fluid was discovered. The source of the leak could not be identified. Fluid was not found in the pump module area nor on the external of the cycler set cassette. The patient confirmed during follow-up that the clamps were properly shut and no holes were identified in any of the solution bags. The patient confirmed they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Treatment was completed on the night of the reported event. Treatment has continued on the cycler without reoccurrence of the reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered the following morning after treatment on the liberty select cycler. Fluid was all over the patient's floor. No alarms or warnings were received prior to or after the reported fluid was discovered. The source of the leak could not be identified. Fluid was not found in the pump module area nor on the external of the cycler set cassette. The patient confirmed during follow-up that the clamps were properly shut and no holes were identified in any of the solution bags. The patient confirmed they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Treatment was completed on the night of the reported event. Treatment has continued on the cycler without reoccurrence of the reported issue.